Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient was implanted a total prosthesis of the right knee in (B)(6) 2018 by surgeon from (B)(6). Barely 3 years later, patient was forced to proceed with a complete replacement of the material, which either metal or polyethylene causes bone degeneration all around the tibial implant. For this delicate operation, patient consulted another surgeon from ucl; surgeon informed patient that this is not the first case that he must re-operate and that in the united states of america (USA) many cases have been reported. Patient is particularly worried especially since the same type of prosthesis was placed on the left leg last year; the damage is consequent since patient have to undergo a revision operation of prosthesis with months of revalidation afterwards and of incapacity working at the same time, without knowing if the same mishap awaits patient for the left knee. No additional information is available.

Manufacturer narrative:
(H3) the revision reported may have been the result of fracture of the rbk tibial insert, which led to polyethylene debris, osteolysis, and loosening. The cause of the tibial insert fracture cannot be determined from the information provided. The patella loosening was likely the result of the reported patella fracture and aseptic necrosis. However, this cannot be confirmed because the translated information was unclear, and the revised components were not provided to exactech for evaluation. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw. Also, the most probable root cause associated with the reported event of " osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
After further review of additional information received the following sections a3, b5, b7, d1, d4, d6a, d6b, d10. G3, g4, g6, h2, h4 and h6 have been updated accordingly. Section b5: additional information received indicates that patient reported that he had a revision surgery on (B)(6), 2022, of an optetrak logic prosthesis implanted on (B)(6), 2018. Patient experienced patella fracture resulting in aseptic necrosis associated with peri-prosthetic osteolysis predominant on the tibial side, two-piece fracture of the tibial "plateau" in polyethylene with dissemination of many pieces in the knee, loosening of the medallion patellar all causing mechanical loosening of the prosthesis. The device is not available for evaluation due to surgeon and patient not willing to share. Section d10: concomitant medical products logic tibia ps rbk insrt sz 4 9mm (cat# 02-012-38-4009 / serial# (B)(6)) logic tibia rbktray cem sz 4f/ 4t (cat# 02-012-43-4040 / serial# (B)(6)) three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt sectionh1; type of reportable event.

Manufacturer narrative:
Report number: 1038671-2025-00789 this follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture, patellar loosening, femoral loosening, and tibial loosening. Fracture of the rbk tibial post likely resulted in the reported instability of the knee joint. Potential contributions of user and patient-related considerations to the event could not be assessed and the failure cannot be confirmed as the devices were not available for evaluation and images and radiographs were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.